Manufacturer narrative:
(B)(4) final report. Additional information, including patient notes, post primary and pre-revision x-rays, explant and reason for revision were requested in order to progress with the investigation. However, it was confirmed that the explants were not available. The relevant device manufacturing records have been retrieved and reviewed. It was found that the parts associated with the report conformed to material and dimensional specification when manufactured. At this time it cannot be determined if these devices may have caused or contributed to the patient's experience. Corin considers this case closed but can be re-opened should further information become available. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision after 7 years 11 months. Reason for revision was not provided.

Manufacturer narrative:
(B)(4). Additional information, including reason for revision, has been requested and if received, will be provided in a supplemental report upon completion of the investigation. Device manufacturing records have been retrieved and reviewed. It was found that the parts associated with this report conformed to material and dimensional specification when manufactured. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 7 years and 11 months. The reason for revision is unknown.